Event description:
After a radical prostatectomy, the physician placed a foley into the bladder through the urethra. This catheter fell out the next day andthe balloon was noted to be deflated. The physcian had attempted to "vent" the catheter with a sterile needle. The patient returned to surgery for replacement of the catheter which required a cystoinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - human factors, incorrect technique/procedure, balloon. Conclusion: device failure occurred and was related to event, device failure directly caused event, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.